Event description:
It was reported that an infusor patient control module (pcm) had leaked, during infusion. The leakage occurred when the pcm button was pushed. There was patient involvement, however there was no report of adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned, however the initial inspection did not confirm the reported leak. Should additional relevant information become available, a follow-up report will be submitted. (B)(6).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. A visual inspection and leak testing did not identify any malfunctions; the reported problem could not be confirmed.